Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the (B)(4) testing instrument in question. The test well image in question appeared as visually positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(4) 2019, and replaced the 1000 ul syringe because it was leaking, and also adjusted the washer residual volume. Subsequently, the echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(4) 2019, a customer site reported an unexpectedly negative antibody screen when tested with a galileo echo instrument, when tested on (B)(4) 2019.